Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. Per the reporter one day earlier at 7:00 pm, the patient's blood glucose was 336mg/dl. They changed the infusion set and gave a correction. At 10:30 pm, her blood glucose was 195mg/dl. At 01:30 am on event day, she was vomiting and her blood glucose was 446mg/dl. Upon admission, her blood glucose was 596mg/dl; she was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.